Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID neu_unknown, serial# unknown; product type unknown. (B)(4).

Event description:
It was reported that the patient had a revision surgery five years ago on the titanium anchor. It had to come out and it was replaced with a plastic anchor. The reason for the revision was that the titanium caused a bump on her back. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.